Event description:
It was reported that the pt was to have one or both implanted items replaced. The reason for this replacement was not provided. It was discovered during the procedure that the catheter was severed and would need replacing. No pt symptoms were reported regarding this issue. The pt experienced bleeding during the surgery that would not subside easily, so the pt's physician decided to remove the implanted pump and catheter. The pt was to return at a later date to implant a new system. It was noted that the pt was on both plavax and aspirin prior to the surgery. The pt had stopped taking these medications for three days prior to surgery. It was suggested by the pt's physician to stop these medications five days prior to the next surgery. There was no information provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided.

Manufacturer narrative:
(B)(4).